Event description:
It was reported that the biomed needed assistance in troubleshooting the arctic sun device with error 61 (non-recoverable system error). Per follow up information received via email on 05-oct-2022, no patient involvement was reported. Technician supports states alarm 61 (non-recoverable system error) was indicative of a microprocessor reset. The device just needed to be rebooted once it boots normally, therapy could continue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed needed assistance in troubleshooting the arctic sun device with error 61 (non-recoverable system error). Per follow up information received via email on 05-oct-2022, no patient involvement was reported. Technician supports states alarm 61 (non-recoverable system error) was indicative of a microprocessor reset. The device just needed to be rebooted once it boots normally, therapy could continue.